Event description:
The manufacturer received information regarding a dreamstation auto bipap . The device was returned to a third party service center. During visual inspection fire is alleged. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.